Event description:
It was reported that after a fall, the patient was experiencing ineffective therapy. X-ray imaging confirmed migration of the penta lead. As a result, surgical intervention may be undertaken to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
Additional information indicates, surgical intervention was undertaken on (B)(6) 2024 wherein, the lead was explanted and replaced to address the issue.